Event description:
(B)(4) study. Same case as MFR ID: 2134265-2011-05735, 2134265-2011-05736, 2134265-2011-05734. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. The patient presented at the time of the index procedure due to progressive dyspnea. Cardiac catheterization revealed 40-50% stenosis in the proximal right coronary artery (rca), 80% stenosis in the mid rca, 70% stenosis in the posterolateral branch and 98% stenosis of the marginal branch. The lesion in the mid right coronary artery was reported to be 32mm long with a reference vessel diameter of 2.25mm. The site is reporting that these are all the same target lesion. The lesion was predilated and treated with the following: 2.25x16mm promus element stent in the marginal branch, 2.25x12mm promus element stent in the right posterior descending artery, a 2.5x32mm promus element stent in the proximal rca and a 2.5x12mm promus element stent in the mid rca. It is reported that stenting had a "good initial result" with 0% residual stenosis. Following the procedure the same day, the patient had elevated troponin values and was diagnosed as having a myocardial infarction (peak troponin: 0.18ng/ml, uln: 0.06ng/ml). The patient had no ischemic symptoms. The event was not treated and is reported to be resolved without residual effects. The patient was discharged 2 days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).